Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was exhibiting low r-wave amplitudes. There was no intervention and the issue would be further monitored. Patient was stable.